Event description:
It was reported that the device, right atrial and right ventricular leads were all removed due to an infection. It was further reported that the patient developed septicemia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.